Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The lead was explanted and replaced in the patient due to phrenic nerve stimulation. It is believed to be related to the patient's anatomy and there are no alleged malfunctions on the lead. The patient was in stable condition during and after the procedure.